Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/11/2022 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cleft palate procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported: "during knotting the suture was breaking" and in attachment :"we have bad experience during cleft surgery nw3316- 5-0- 90cm broken again and again at the time of knotting" and ip had 3 items on quantity of product involved. Please clarify: how many sutures were breaking during this single procedure for this one patient? Two sutures where breaking during one single procedure. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. - one surgery two damage sutures. Have any of these events been previously reported to ethicon? If yes, please provide the pc number. - no this is the first complaint if there are additional patient events and pcs have not been created, please create the additional pcs. - single patient event. Lot number? B0002 what was used to complete the procedure? Another fresh foil of nw3316 was used with different batch no-v1005 what tissue was being approximated or sutured when it broke? Subqut layer was being approximated when suture broke. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2021-11277, and 2210968-2021-11279.